Event description:
It was reported that the patient was unable to pair with the remote control (rc) or clinician programmer (cp) with the spinal cord stimulation (scs) implantable pulse generator (ipg) despite troubleshooting. The patient also experienced difficulty charging the ipg. There was no double beep at the end of the charging cycles so it was unknown if the ipg was charged appropriately. The patient underwent an ipg replacement procedure and was doing well postoperatively. The patient was released from the hospital and was stable postoperatively.